Event description:
Allegedly the patient was revised due to neck fracture (right).

Manufacturer narrative:
Investigation is not complete; this report will be update upon completion. Trends will be evaluated.